Event description:
Drive devilbiss healthcare was notified of a complaint regarding a transfer bench by an end user's mother, who stated that "the chair fell backwards while my son was showering. He hit his head on the shower wall as he fell backwards," reportedly causing a "lump on his head." There was no medical treatment sought. Upon follow up with the end user's mother, she reported that "not all suction cups were installed on the unit." They were later installed, and she will continue to use the unit. Drive will continue to monitor complaints for any related trends.